Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had no output. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The t.w. Power supply device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No cracks were observed on the device. The device was completely in tact. The device was evaluated for its electrical function according to the service manual (mcv00009931) section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on. No electrical failure was observed. Certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial number conforms to all applicable product specifications. Based on the return condition of device and the investigation results, the reported complaint was not confirmed for the reported failure mode "failure to deliver energy".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had no output. A replacement device was used to complete the procedure. The hospital did not report any patient effects.